Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had a left attune primary tkr on (B)(6) 2016. Patient returned to or on (B)(6) 2018 due to suspected tibial loosening per surgeon assessment. Patient's tibia was indeed found to be loose at cement to implant interface upon re-operation. Cement manufacturer is from competitor. The tibial fb insert and fb tibial base were removed and replaced with attune rev, stem and rev. Augment to fill medial defect due to tray subsidence. It was also reported in the der that the femoral and patella component were retained and not removed in the revision surgery on (B)(6) 2018. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.